Manufacturer narrative:
Updated the section a. Patient information.

Event description:
On (B)(6) 2023, fujifilm corporation was informed of an event involving eg-580ut. It was reported that there is an issue occurred with the elevator mechanism. In additional, the scope failed both atp and culturing. On (B)(6) 2023, fujifilm corporation was informed of an event involving the same eg-580ut. It was reported that the scope failed culturing multiple times. There is no patient involvement, serious injury, or death associated with the event. This report is being submitted due to potential of contamination.

Manufacturer narrative:
When the subject scope was returned for the first time and inspected at the local service center, no signs of contamination were found on the around of the elevator mechanism. Fujifilm is currently conducting another investigation of the scope after receiving second notification from the facility. The supplemental MDR will be submitted if the additional information is available.

Manufacturer narrative:
The UDI# listed in d4 was corrected.

Manufacturer narrative:
Fujifilm obtained additional information from the facility and our local service center. On (B)(6) 2023 and (B)(6) 2023, the facility performed culture testing of the subject endoscope and confirmed a positive result in a sample obtained from the elevator recess of the endoscope. The local service center inspected the endoscope sent from the facility, adjusted the elevator of the endoscope, and returned it to the facility. At this time, no signs of contamination were identified on the endoscope. On (B)(6) 2023, the facility reprocessed the repaired endoscope and used it on the patient. And then, the endoscope was reprocessed and culture tested and, as with the first and second culture tests, a sample obtained from the elevator recess was positive. No health damage occurred on the patient. The endoscope re-sent to the local service center from the facility. Fujifilm conducted a detailed investigation of the endoscope. The area around the elevator recess, which was noted to have a positive culture test, was investigated in detail, but no signs of contamination were found, and fujifilm could not determine a root cause of this event. No additional complaints or requests were received from the facility.